Manufacturer narrative:
Product complaint # (B)(4). Additional information received from the clinical database on 05-dec-2019 indicated that the progression of index stroke event resolved with sequelae on (B)(6) 2019. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Updated sections on this report: d2, g4, g7, h2 and h10. Corrected data: d2: common device name: catheter, thrombus retriever. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Updated sections in this MDR follow up #1: b5, b6, b7, g4, g7, h2, h6, h10 and concomitant products have been added. Section b5: additional information received vis source documentation indicated that the patient presented with left arm dysmetria, dysarthria, all directional nystagmus, and nausea/vomiting. The patient had been drinking at a bar/restaurant the night before and woke up feeling ¿unlike himself¿. Computed tomography angiography (cta) revealed complete left vertebral occlusion (underlying dissection or severe intracranial atherosclerotic stenosis). Intravenous tpa was not administered because his international normalized ratio (inr) was 2.8. Intravenous fluids were started for blood pressure maintenance. The patient was taken for a cerebral angiogram with possible intervention. A jet 7 flex reperfusion catheter was advanced through the neuron max over a prowler select plus microcatheter (unk catalog & lot #) over an asahi 0.018¿ microwire. The system was advanced through the v4 stenosis/dissection with a ¿j¿ shape to the mid-basilar level. Angiography demonstrated patent vessels distally. The 5x33 embotrap ii was advanced to the tip of the microcatheter. Continuous aspiration was applied from the jet 7 reperfusion catheter using the penumbra aspiration pump for three minutes. The embotrap was removed and the jet 7 flex was kept in position with local suctioning using a 60cc syringe. No thrombus was obtained from the jet 7 flex catheter. Post-treatment control angiography of the left va revealed partial recanalization (mtici score of 2b) of the left vertebral artery and posterior circulation. The second pass at the left vertebral artery resulted in a mtici score of 3, but the follow-up angiogram demonstrated re-occlusion versus severe stenosis or dissection at the v4 segment (mtici score of 2b). The third pass at the left vertebral artery resulted in a mtici score of 2b. Two xience alpine drug-eluting stents were deployed at the left vertebral artery, proximal to the vertebrobasilar junction and distal to the left posterior inferior cerebellar artery (pica). Post-treatment control revealed left v4 distal to pica slow antegrade flow due to significant stenosis (mtici score of 2b). A 3x12mm quantum apex balloon was advanced over the microwire but would not cross the stent. Subsequent balloon angioplasty was performed with no significant improvement. Final angiography demonstrated sluggish anterograde flow through the left vertebral artery with patency of the drug-eluting stents. There was resistant stenosis/potential dissection proximal to the two stents. There was no evidence of distal embolic or thrombosed embolic complications. The patient reportedly tolerated the procedure well with no immediate complications and was transported to the neurointensive care unit. The patient was loaded with plavix post-stenting and dual antiplatelet therapy was continued. Computed tomography (CT) of the head performed post-angiogram was concerning for left cerebellar hematoma versus contrast. Magnetic resonance imaging (MRI) of the brain performed on (B)(6) 2019 revealed left medullary and a few small left cerebellar acute ischemic infarctions. The patient developed aspiration pneumonia of both lower lobes due to gastric secretions. The pneumonia reportedly resolved with the administration of levaquin, vancomyin/zosyn, and lasix. The patient was intubated and then extubated on (B)(6) 2019. He was re-intubated and extubated on (B)(6) 2019. The patient was treated with robinul with improvement for three days and re-intubated on (B)(6) 2019. He had t&p on (B)(6) 2019and was then weaned from the ventilator to nasal cannula on (B)(6) 2019. The patient also experienced alcohol withdrawal and intensive care unit (ICU) delirium with insomnia and nighttime hallucinations during his hospital stay. The patient was discharged to a skilled nursing facility in stable condition on (B)(6) 2019for three days and then moved to inpatient rehabilitation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion updated: as reported via the excellent study, a 67-year-old male (subject 894-013) with a history of atrial fibrillation, diabetes, deep vein thrombosis (dvt), hyperlipidemia, smoking, intermittent blood clots, and intermediate pulmonary embolism (pe), presented with an unwitnessed non-wake up stroke on (B)(6) 2019 with mtici score of 0, nihss of 4, and mrs score of 0 and experienced severe aspiration pneumonia on the same day as the index procedure. The exact timing in relation to the index procedure was not reported in the case report form (crf). The patient was sedated and intubated and has not recovered. The investigator reported that the event was possibly related to the study device and procedure. The patient initially underwent a mechanical thrombectomy using a 5x33 embotrap ii (et009533/19b091av) device on (B)(6) 2019. Intravenous tissue plasminogen activator (tpa) was not administered prior to the procedure. During the procedure, all embotrap passes were made with an 0.072¿ inner diameter intermediate catheter (without a balloon-guided catheter) via a 0.021¿ inner diameter microcatheter. The first pass made with the embotrap and mechanical pump aspiration at the vertebral artery (3 min incubation) resulted in mtici score of 2b with no clot retrieval. The second pass was made with the embotrap and mechanical pump aspiration at the vertebral artery (3 min incubation) which resulted in mtici score of 2b with no clot retrieval. The third and final pass with the embotrap at the vertebral artery (3 min incubation) with mechanical pump aspiration resulted in mtici score of 2b with full clot retrieval in the aspirate. The crf indicated that proximal lesion angioplasty and stenting was performed post-thrombectomy. 24-hour post-procedure nihss was unchanged. On (B)(6) 2019, nihss was 3 and mrs score was 5. The investigator indicated that the aspiration pneumonia was life threatening and resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. According to the investigator, the event was possibly related to the study device and procedure. Source documents received on (B)(6) 2019were reviewed. The patient has a history of stroke (no residual deficits), hypertension, tobacco use, bladder and penile cancer (6 years prior status post penile resection), deep vein thrombosis (dvt)/pulmonary embolism/coagulopathy on coumadin, and alcohol use (3-4x/week). He presented with left arm dysmetria, dysarthria, all directional nystagmus, and nausea/vomiting. The patient had been drinking at a bar/restaurant the night before and woke up feeling ¿unlike himself¿. Computed tomography angiography (cta) revealed complete left vertebral occlusion (underlying dissection or severe intracranial atherosclerotic stenosis). Intravenous tpa was not administered because his international normalized ratio (inr) was 2.8. Intravenous fluids were started for blood pressure maintenance. The patient was taken for a cerebral angiogram with possible intervention. A jet 7 flex reperfusion catheter was advanced through the neuron max over a prowler select plus microcatheter (unk catalog & lot #) over an asahi 0.018¿ microwire. The system was advanced through the v4 stenosis/dissection with a ¿j¿ shape to the mid-basilar level. Angiography demonstrated patent vessels distally. The 5x33 embotrap ii was advanced to the tip of the microcatheter. Continuous aspiration was applied from the jet 7 reperfusion catheter using the penumbra aspiration pump for three minutes. The embotrap was removed and the jet 7 flex was kept in position with local suctioning using a 60cc syringe. No thrombus was obtained from the jet 7 flex catheter. Post-treatment control angiography of the left va revealed partial recanalization (mtici score of 2b) of the left vertebral artery and posterior circulation. The second pass at the left vertebral artery resulted in a mtici score of 3, but the follow-up angiogram demonstrated re-occlusion versus severe stenosis or dissection at the v4 segment (mtici score of 2b). The third pass at the left vertebral artery resulted in a mtici score of 2b. Two xience alpine drug-eluting stents were deployed at the left vertebral artery, proximal to the vertebrobasilar junction and distal to the left posterior inferior cerebellar artery (pica). Post-treatment control revealed left v4 distal to pica slow antegrade flow due to significant stenosis (mtici score of 2b). A 3x12mm quantum apex balloon was advanced over the microwire but would not cross the stent. Subsequent balloon angioplasty was performed with no significant improvement. Final angiography demonstrated sluggish anterograde flow through the left vertebral artery with patency of the drug-eluting stents. There was resistant stenosis/potential dissection proximal to the two stents. There was no evidence of distal embolic or thrombosed embolic complications. The patient reportedly tolerated the procedure well with no immediate complications and was transported to the neurointensive care unit. The patient was loaded with plavix post-stenting and dual antiplatelet therapy was continued. Computed tomography (CT) of the head performed post-angiogram was concerning for left cerebellar hematoma versus contrast. Magnetic resonance imaging (MRI) of the brain performed on (B)(6) 2019 revealed left medullary and a few small left cerebellar acute ischemic infarctions. The patient developed aspiration pneumonia of both lower lobes due to gastric secretions. The pneumonia reportedly resolved with the administration of levaquin, vancomyin/zosyn, and lasix. The patient was intubated and then extubated on (B)(6) 2019. He was re-intubated and extubated on (B)(6) 2019. The patient was treated with robinul with improvement for three days and re-intubated on (B)(6) 2019. He had t&p on (B)(6) 2019 and was then weaned from the ventilator to nasal cannula on (B)(6) 2019. The patient also experienced alcohol withdrawal and intensive care unit (ICU) delirium with insomnia and nighttime hallucinations during his hospital stay. The patient was discharged to a skilled nursing facility in stable condition on (B)(6) 2019 for three days and then moved to inpatient rehabilitation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported event. Progression of index stroke and infection, such as pneumonia, are known potential complications associated with mechanical thrombectomy for acute ischemic stroke cases and are listed in the embotrap instructions for use (IFU) as such. According to the referenced literature, most available data suggests post-stroke pneumonia is often due to aspiration. Ill hospitalized patients routinely aspirate and patients with an impaired swallowing mechanism due to neurological injury are at especially high risk. Highest-associated risks included age >65, dysarthria or no speech due to aphasia, decreased cognition, and dysfunctional swallow. There is no evidence to suggest that the aspiration pneumonia could be related to the use of the embotrap device. Aspiration associated with loss of protective airway reflexes is a potential complication associated with moderate sedation. Airway and ventilatory compromise represent the most common complications occurring when administering moderate sedation/analgesia. It is possible that without airway protection during the 3.5-hour length of the procedure, an aspiration may have occurred, especially as the procedure was done as an emergency and the patient appears to not have been npo (nothing by mouth) for 8 hours, increasing the risk of aspiration during the use of monitored anesthesia care. Review of the information suggests that the severity of the patient¿s baseline stroke and possibly the administration of moderate sedation during the procedure may have contributed to the event with no indication of device deficiency. The progression of the stroke is likely the consequence of the underlying medical pathology (stenosis/dissection). The vertebral artery dissection or stenosis was pre-existing based on the neurointerventional surgeon¿s report. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Patient identifier: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. As reported via the (B)(6) study, a (B)(6) male (subject (B)(6) with a history of atrial fibrillation, diabetes, deep vein thrombosis (dvt), hyperlipidemia, smoking, intermittent blood clots, and intermediate pulmonary embolism (pe), presented with an unwitnessed non-wake up stroke on (B)(6) 2019 with mtici score of 0, nihss of 4, and mrs score of 0 and experienced severe aspiration pneumonia on the same day as the index procedure. The exact timing in relation to the index procedure was not reported in the case report form (crf). The patient was sedated and intubated and has not recovered. The investigator reported that the event was possibly related to the study device and procedure. The patient initially underwent a mechanical thrombectomy using a 5x33 embotrap ii (et009533/19b091av) device on (B)(6) 2019. Intravenous tissue plasminogen activator (tpa) was not administered prior to the procedure. During the procedure, all embotrap passes were made with an 0.072¿ inner diameter intermediate catheter (without a balloon-guided catheter) via a 0.021¿ inner diameter microcatheter. The first pass made with the embotrap and mechanical pump aspiration at the vertebral artery (3 min incubation) resulted in mtici score of 2b with no clot retrieval. The second pass was made with the embotrap and mechanical pump aspiration at the vertebral artery (3 min incubation) which resulted in mtici score of 2b with no clot retrieval. The third and final pass with the embotrap at the vertebral artery (3 min incubation) with mechanical pump aspiration resulted in mtici score of 2b with full clot retrieval in the aspirate. The crf indicated that proximal lesion angioplasty and stenting was performed post-thrombectomy. 24-hour post-procedure nihss was unchanged. On (B)(6) 2019, nihss was 3 and mrs score was 5. The investigator indicated that the aspiration pneumonia was life threatening and resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. According to the investigator, the event was possibly related to the study device and procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported event. Infection, such as pneumonia, is a known potential complication associated with mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap instructions for use (IFU) as such. There are many different causes of pneumonia. These causes can be grouped into broad categories: community-acquired pneumonia, hospital-acquired pneumonia, health care-associated pneumonia, ventilator-associated pneumonia, aspiration pneumonia, pneumonia caused by opportunistic organisms, and other. According to the referenced literature, most available data suggests post-stroke pneumonia is often due to aspiration. Ill hospitalized patients routinely aspirate and patients with an impaired swallowing mechanism due to neurological injury are at especially high risk. Highest-associated risks included age greater than 65, dysarthria or no speech due to aphasia, decreased cognition, and dysfunctional swallow. There is no evidence to suggest that the aspiration pneumonia could be related to the use of the embotrap device. Aspiration associated with loss of protective airway reflexes is a potential complication associated with moderate sedation. Airway and ventilatory compromise represent the most common complications occurring when administering moderate sedation/analgesia. It is possible that without airway protection during the 3.5-hour length of the procedure, an aspiration may have occurred, especially as the procedure was done as an emergency and the patient may not have been npo (nothing by mouth) for 8 hours, increasing the risk of aspiration during the use of moderate sedation. Review of the information suggests that the patient¿s baseline stroke and possibly the administration of conscious sedation during the procedure may have contributed to the event with no indication of device malfunction or performance issue; however, additional investigation is needed to help determine the root cause of the event. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported via the study, a (B)(6) male (subject (B)(6) with a history of atrial fibrillation, diabetes, deep vein thrombosis (dvt), hyperlipidemia, smoking, intermittent blood clots, and intermediate pulmonary embolism (pe), presented with an unwitnessed non-wake up stroke on (B)(6) 2019 with mtici score of 0, nihss of 4, and mrs score of 0 and experienced severe aspiration pneumonia on the same day as the index procedure. The exact timing in relation to the index procedure was not reported in the case report form (crf). The patient was sedated and intubated and has not recovered. The investigator reported that the event was possibly related to the study device and procedure. The patient initially underwent a mechanical thrombectomy using a 5x33 embotrap ii (et009533/19b091av) device on (B)(6) 2019. Intravenous tissue plasminogen activator (tpa) was not administered prior to the procedure. During the procedure, all embotrap passes were made with an 0.072¿ inner diameter intermediate catheter (without a balloon-guided catheter) via a 0.021¿ inner diameter microcatheter. The first pass made with the embotrap and mechanical pump aspiration at the vertebral artery (3 min incubation) resulted in mtici score of 2b with no clot retrieval. The second pass was made with the embotrap and mechanical pump aspiration at the vertebral artery (3 min incubation) which resulted in mtici score of 2b with no clot retrieval. The third and final pass with the embotrap at the vertebral artery (3 min incubation) with mechanical pump aspiration resulted in mtici score of 2b with full clot retrieval in the aspirate. The crf indicated that proximal lesion angioplasty and stenting was performed post-thrombectomy. 24-hour post-procedure nihss was unchanged. On (B)(6) 2019, nihss was 3 and mrs score was 5. The investigator indicated that the aspiration pneumonia was life threatening and resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. According to the investigator, the event was possibly related to the study device and procedure.